Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (tes non-functional) was confirmed. As received, the belt failed incoming therapy electrode (te) recognition testing. Upon evaluation, the electrode belt had an open pulse wire in the cable connecting ECG "a" and "b" to the front therapy electrode (te). Additionally, there was an open between ECG "b" and the distribution node (dn). The root cause of the damaged wires is excessive force. No adverse event resulted from the damaged wires.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the therapy electrodes (tes) were non-functional.